Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient who suffered from a bone cancer when he was a kid, had a primary right knee surgery with unknown implants on (B)(6) 1989. After a breakage of the implant, a revision surgery took place on (B)(6) 1994 where a guepard prosthesis was implanted. Patient had a second revision on (B)(6) 1995.